Event description:
On (B) (6) 2009, the patient was implanted with a scs system. On 5/4/2010, it was reported that the patient felt a constant shocking in the ipg pocket when the stimulation is turned on. An impedance reading was done and all contacts were within the normal range. An x-ray did not reveal any disconnects. The ipg will be revised.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.